Event description:
Metal flakes coming into eye during lens fragmentation using phaco handpiece. Most particles irrigated out of eye. Prognosis reported as good. Visual acuity 20/70 one week post-op. Eye is quiet. Tiny shiny fragments on iris surface.